Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had migrated in the pocket causing the patient¿s right ventricular (rv) lead to dislodge and exhibit high threshold measurements. Surgical intervention was performed and the rv lead was repositioned. The pacemaker was left as is and remains in service. No additional adverse patient effects were reported.